Manufacturer narrative:
(B)(4) a follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported falsely negative beta human chorionic gonadotropin (b-hcg) results generated using the architect total b-hcg reagents. The following data was provided. Sid (B)(6): initial and duplicate repeat less than 1.2 miu/ml (negative) another method showed positive results, however the method and specific values were not provided. The patient was being screened for pregnancy before an x-ray. No adverse impact on patient management was reported.

Manufacturer narrative:
The doctor of the patient confirmed that the patient was not pregnant, and the architect total b-hcg negative result was correct. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.